Event description:
Severe swelling in knee [knee swelling]. Drain the knee 3 times [knee effusion]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case was received from united states on 08-feb-2018 from a pharmacist via health authority (food and drug administration). This case involves patient of a female patient of unknown age who experienced l severe swelling in knee (latency: unknown) and drain the knee 3 times (latency: unknown) after receiving treatment with synvisc one. No relevant medical history, concomitant medications, past drugs or concurrent conditions was reported. On an unspecified date of 2017, patient initiated treatment with intra-articular injection of synvisc one (dose: unknown) once for osteoarthritis knee. On (B)(6) 2017 after unknown latency, it was reported that the patient had severe swelling in her knee after synvisc injection. Patient reported that the medical doctor had to drain the knee 3 times action taken: unknown. Corrective treatment: drain the knee 3 times for both of the events. Outcome: unknown for both of the events seriousness criteria: medically significant for both of the events.